Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the haptic torn and red and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -13.5/2.0/94 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.